Event description:
The md was placing a central line and as he was removing the guidewire the guidewire frayed. The tip was visual and intact. The last 2-3 inches of the guidewire were not frayed. There was no harm or impact to the patient.